Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. While the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient had gastro bleeding and had procedure with esophagogastroduodenoscopy (egd) with clip. No further information available.

Manufacturer narrative:
Additional information received indicates that the patient's international normalized ratio (inr) on admission was supratherapeutic. He underwent an esophagogastroduodenoscopy (egd) which revealed bleeding in the second portion of the duodenum. The site was clipped and he was transfused 7 units of packed red blood cells. The patient was also received oral pantoprazole 40 mg po twice daily and aspirin 162 mg daily. He was discharged on (B)(6) 2015. The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was not returned for evaluation. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's recent history of gi bleed, the non-pulsatile pump, and anticoagulation therapy. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event.